Event description:
The customer was hospitalized for high bgs. It was informed that the customer had pancreas removed and had high blood pressure issues. The customer changed the infusion set and their bgs were high before going to bed. Bgs were not treated. Troubleshooting was performed. The programming and histories on the pump were accurate. However, the alarm history revealed an alarm. The customer stated that the device is working and that they have been using it. Bgs are fine. The customer was held in the hosp for high blood pressure.